Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, self test the delivery accuracy test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. Device alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mom reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2019 with blood glucose level was above 700 mg/dl. The customer was treated with manual injection, intravenous insulin. Customer stated insulin pump did not alleging was under delivered. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the drive support cap appears normal. Customer stated that the insulin pump had motor error alarm. Customer declined for troubleshooting. The insulin pump will be returned for analysis.